Event description:
Pt had laminectomy lead for spinal cord stimulator implanted. Several months lapsed, pt stated "no longer rec'd adequate coverage in bilateral lower extremities. Pt returned to surgery, laminectomy leads explanted. Dates of use: (B)(6) 2009 - (B)(6) 2010. Diagnosis or reason for use: chronic back pain; failed back surgery.